Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: local adverse tissue reaction, elevated metal ions. Event description: patient was implanted with mmc cup - ml taper stem implanted on (B)(6) 2010 and underwent revision surgery on (B)(6) 2017 due to pain, elevated metal ions, fluid collection and adverse local tissue reaction. Review of received data - operative notes from (B)(6) 2010 states that the patient underwent a surgery due to avascular necrosis. During the surgery, the hip was dislocated posteriorly and the femoral head was removed. The acetabulum was then exposed and the acetabular cup was seated in approximately 40 of abduction and 15 to 20 degrees of anteversion obtaining excellent immediate press-fit stability. The femoral implant was inserted obtaining excellent press-fit stability. A femoral head was impacted onto a clean dried trunnion. All trial and final reductions revealed an excellent range of motion, stability and restoration of leg lengths. The patient was transferred to the recovery room in stable condition. - operative notes from (B)(6) 2017 states that the patient was revised due to failed left hip arthroplasty. During the surgery, a moderate sized collection of dark joint fluid which was sent for gram stain and culture . The femoral head was removed, there was some mild corrosion around the trunnion. The acetabulum was exposed and the acetabular shell was removed and the acetabular shell size 58 was intact and in place with excellent stability. Two 6.5 mm acetabular bone screws were used. A 36 mm 10 degree zimmer longevity liner was inserted. A zimmer 36 mm biolox ceramic femoral head with an adaptor sleeve was placed on a clean dry trunnion. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis risk according dfema zimmer mmc cup: -aseptic loosening, metallosis due to deformation of the cup due to setting instrument leads to increased wear; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. -aseptic loosening, metallosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis); possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - metallosis due to loosening ti particles; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - third body wear, metallosis due to loosening ha particles which do not resolve; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - pain due to loss of surface modification elements (fins); possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - indentified long term body reaction due to increased metal ion levels; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased number of wear particles / mechanical failure (coating looses from substrate) due to chemical/galvanic/ crevice corrosion of material; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - groin pain due to soft tissue impingement / irritation; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased wear, metallosis due to deformation of the cup due to bad bone conditions, surgeon does not recognize that reduced press-fit is necessary; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - pmma wear, ti-wear, 3rd body wear, corrosion, loosening due to cup is implanted with bone cement (misuse); not possible: in the surgical report it is mentioned that the mmc had a good press fit. Cement can be excluded. - wrong pairing, metallosis due to missing metasul warning sticker; not possible: the product combination is allowed. - wrong pairing, metallosis due to incorrect marking on technical drawing and on the product; not possible: the product combination is allowed. - increased wear due to increased wear due to loose ha particles which don¿t resorb; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased wear due to scratching the cup articulation surface during implantation; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. -excessive wear due to incompatible clearance and materials between the misused counterparts; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - groin pain due to soft tissue impingement / irritation due to sharp elements; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Risk according dfema system analysis - interfaces: - increased wear due to clearance too small ¿ rim loading; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased wear due to clearance too large; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - third body wear due to ti-vps particles between the femoral and acetabular component; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - third body wear due to bone cement between the femoral and acetabular component => possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material; not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.); not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased number of wear particles due to chemical corrosion; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - reduced rom, increased wear due to component malpositioning; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - reduced rom, increased wear due to component malpositioning; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased wear due to component damaged during operation - scratches on articulation surface; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased wear due to wrong pairing due to missing "metasul" sticker; not possible: the product combination is allowed. - increased wear due to component gets paired with the wrong articulation counterpart and / or component due to zimmer compatibility website does not include the durom components; not possible: the product combination is allowed. - increased frictional torque, increased wear due to in case of revision of sra cup is kept in place and femur is revised to an ldh; not possible: no sra cup mentioned. Therefore, it can be excluded. - increased loading on the cup, increase wear and friction due to increased or decreased offset when a ldh is used instead of a surface replacement component; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - third body wear due to ha particles between the femoral and acetabular component; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. - increased wear due to component damaged during operation - scratches on articulation surface; possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Conclusion summary: it was reported that the patient was implanted with mmc cup - ml taper stem implanted on (B)(6) 2010 and underwent revision surgery on (B)(6) 2017 due to pain, elevated metal ions, fluid collection and adverse local tissue reaction. The implants were in vivo for approx. 7 years. The received mdrif confirm the reported event. The implantation report dated (B)(6) 2010 describes that all trial and final reductions revealed an excellent range of motion, stability and restoration of leg lengths. No further information, x-rays or explanted devices were received. Due to significant lack of information (no x-rays nor explanted implants), it is impossible to determine an exact root cause for patient revision. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2017-01207, 0009613350-2018-00516.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately seven years post implantation due to pain, elevated metal ions, fluid collection and adverse local tissue reaction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Investigation results were amended according to additional information received. Only the updates are shown below, the rest of the investigation results remains unchanged, as previously reported. Review of received data (additional): intraoperative notes: there was some mild corrosion around that trunnion. There were areas of spot weld and bony ingrowth (of the mmc cup). Root cause analysis risk according dfema (zimmer mmc cup): updated line: increased number of wear particles / mechanical failure (coating looses from substrate) due to chemical/galvanic/ crevice corrosion of material possible: there was some mild corrosion around that trunnion available according to additional information received. The other lines remains unchanged, as previously reported. Conclusion summary: remains unchanged. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).